Manufacturer narrative:
Two lactosorb plates were implanted in the original surgery. Due to the nature of this product, the explant was partially resorbed and identification of the part number was unable to be performed. The warnings in the package insert state this type of event can occur when the product is implanted directly under the suture mark. The device was not returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery was performed due to the plate becoming exposed in the mouth.